Event description:
Kit components damaged or out of spec; reportedly, after having inserted the introducer, air was drawn back through the side arm. Physician feared a pneumothorax and inserted a thoracic drane for nothing finally, since it looked more like a valve problem. It was further stated that the hospital completed an accident report and alerted the family. It was reported that a serious incident had occurred.

Event description:
It was reported that the device was explanted after an implant duration of approximately 76.5 months, due to unknown reasons.

Manufacturer narrative:
This event was determined to be reportable per edwards lifesciences procedures. The information was learned through implant patient registry. Patient also had another device explanted. A device history record review is in process. Two requests were made (via fax) for the device, operative report, and additional information; however, no additional information was provided and no device was returned for evaluation.

Manufacturer narrative:
The device history record (DHR) review was completed, and this device passed all manufacturing and sterilization inspections with no nonconformance.